Event description:
Customer's mother reported that customer was hospitalized for high blood glucose and dka. Customer stated that she had consistent no delivery alarms. Customer also stated that she thinks she has scar tissue. Troubleshooting was performed and pump appeared to be operating normally. No further details provided at time of call.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.